Event description:
It was reported that during an initial surgery for meniscus suture, the needle broke and remained stuck in the posterior part of the knee. This led to a revision of the surgery. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: france. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.